Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted: the device appeared intact, no abnormalities noted. A functional evaluation found that the guide wire was inserted and passed through without occlusion. The catheter was submerged into a water bath. The ends were clamped, and a syringe was used to inject air to observe leakage. No air bubbles were present. Both extensions were tested with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, the guide wire was stuck while inserting the catheter. It was stated that guide wire did not come out of the venous end of ultem adapter and got stuck inside the catheter. They used a fresh catheter to complete the case. It was also stated that the catheter was not repaired, chlorohexadine was the cleaning agent used, tego was not utilized, there was no luer adapter issue. And the insertion site was not treated prior to placement. There was no patient injury.